Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # 352650. Hoya due diligence is documented under internal issue-0807. Optic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). IFU not followed - it was noted that bss was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. Iol and injector were returned. One haptic damaged near the root was not returned. Multiple scratches were noted on the bc of the optic near the root of the damaged haptic. No abnormalities were found in the production and inspection records of the product. (Serial no,: (B)(6); model: 255) the dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged optic after implantation. It was noted that bss was used. The doctor explanted the iol since he found a scratch on the optic just after implantation. The surgery was completed with a back up iol. Patient impact: intra-operative explantation.